Event description:
It was reported that a continuous cyclic peritoneal dialysis [cc(pd)] patient was advised to go to the emergency room (ER). Additionally, it was reported that the patient was experiencing drain complications. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient presented to the ER with complaints of abdominal pain and drain complications. A peritoneal effluent fluid culture and cell count (results not provided) was collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every other day and ip ceftazidime 1000 mg daily. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s ceftazidime was continued. The pdrn attributed causality to a touch contamination event, however no additional details were provided. Per the pdrn, the events were unrelated to any fresenius product deficiency or malfunction. While hospitalized, the patient¿s pd catheter (not a fresenius product) continued to encounter drain complications. The patient was taken to the operating room for a pd catheter revision, however the catheter could not be repaired (reason not provided) and was removed. A temporary hemodialysis (hd) catheter was surgically placed, and the patient was transitioned to back-up hd (tolerating well). The current disposition of the patient is unknown, as the patient remains hospitalized.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain, which warranted hospitalization and antibiotic therapy. Per the pdrn, the events were unrelated to the use of any fresenius device(s) and/or product(s), as the cause was attributed to an unspecified touch contamination event. Staphylococcus aureus is commonly found on the skin or mucous membranes of humans. Additionally, staphylococcus peritoneal infections are usually indicative of a touch contamination event. Based on the information available, there is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the serious adverse events. It is well established those individuals undergoing pd (manual or cycler based) therapy are at high risk for infections of the peritoneum.

Event description:
It was reported that a continuous cyclic peritoneal dialysis [cc(pd)] patient was advised to go to the emergency room (ER). Additionally, it was reported that the patient was experiencing drain complications. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient presented to the ER with complaints of abdominal pain and drain complications. A peritoneal effluent fluid culture and cell count (results not provided) was collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every other day and ip ceftazidime 1000 mg daily. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s ceftazidime was continued. The pdrn attributed causality to a touch contamination event, however no additional details were provided. Per the pdrn, the events were unrelated to any fresenius product deficiency or malfunction. While hospitalized, the patient¿s pd catheter (not a fresenius product) continued to encounter drain complications. The patient was taken to the operating room for a pd catheter revision, however the catheter could not be repaired (reason not provided) and was removed. A temporary hemodialysis (hd) catheter was surgically placed, and the patient was transitioned to back-up hd (tolerating well). The current disposition of the patient is unknown, as the patient remains hospitalized.